Event description:
Same case as: 2134265-2014-05538. It was reported that the rota wire was broken. A peripheral rotawire¿ and wireclip® torquer and a rota burr were used to treat the target lesion. During procedure, upon testing the burr outside the body, the wire broke about 15mm back from the sheath. The wire was removed. The lesion was rewired using the same burr. However, the burr was not functional. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).